Event description:
It was reported that during setup at the user facility, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event was confirmed. The handpiece was found to be producing a bias current message on the console. Failure or damage of the flex circuitry in the cable assembly could potentially cause or contribute to a bias current condition.

Event description:
It was reported that during setup at the user facility, the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.